Event description:
It was reported that during implant of a new ventricular lead, the catheter dissected the coronary sinus. The patient was in good condition and the procedure was performed without incident.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.no intervention was performed.